Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "quickly redeveloped serous fluid in the left breast" after explant of the previous left side device and that there was "a breakdown of the wound." This report captures information against the device placed following an alcl diagnosis captured under mrn 9617229-2018-09290.

Event description:
Patient representative reported that the patient "quickly redeveloped serous fluid in the left breast" after explant of the previous left side device and that there was "a breakdown of the wound." The device has been explanted.